Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Device history records (DHR): reviewed device history records, there is no abnormalities and no such non conformance detected at final control inspection. Sample evaluation: received one and filled with brownish solution easypump ii lt 270-27-s (batch no. Labeled 16e19ge221 /material no. 4540008 on the big bottom cap of the sample) without original packaging. Examined the returned sample visually. Clamp clip was clamped. Patient connector (distal end) was not closed with the original closing cone (distal end cap). Filling cap (discofix) was attached with filling port. According to test specification sop hc-my01-m-5-4-10-601-0-n, test method (B)(4), damages and cracks and leakages were not detected upon visual inspection. Sample was filled with blue dyed solution to nominal volume 270ml. The complaint sample was unclamped to prime the tubing and observed the pump is working after 30 minutes (solution was running). The inspected sample is within our specifications.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): blockage.